Event description:
The customer indicated that the probe on the ortho provue analyzer was intermittently not dispensing plasma samples into the mts gel cards. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the tubing that connects the probe to the syringe tubing was damaged. Replacement of the tubing and the probe has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.